Event description:
It was reported that the patient's left knee was revised. As reported by rep: "pt. Was struggling with rom issues, he was brought to the or for debridement of scar tissue within his knee joint. Dr. Washed out his knee and swapped out the pt¿s x3 insert as part of his I&d protocol. No complaints filed against the implants themselves." Spoke to rep, who confirmed there was no suspicion of infection.

Manufacturer narrative:
An event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Therefore, the event will be reported with one product and the remaining devices will be referenced. Not returned.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "pt. Was struggling with rom issues, he was brought to the or for debridement of scar tissue within his knee joint. Dr. Washed out his knee and swapped out the pt¿s x3 insert as part of his I&d protocol. No complaints filed against the implants themselves." Spoke to rep, who confirmed there was no suspicion of infection.